Manufacturer narrative:
Evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the keypad buttons were intermittently unresponsive. There was no damage observed to the keypad cover. The keypad cover was removed and there was evidence of contamination found under the button contacts. Additionally, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently unresponsive and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.